Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's stimulator was not working at all to control their bladder or bowel. The patient stated it had not been effective since it was put in and the last time they saw the clinician, the stimulation was going down their right butt cheek and not in the saddle area as the healthcare provider (hcp) had called it and they set it on a different mode and it seemed like maybe it was closer to where it needed to be but it still wasn't working. Patient stated they felt discomfort on one side of vagina and down hip; felt like pressure, a dull pressure. Patient stated it felt like something was going to fall out but nothing was going to fall out. Patient services walked the patient through connecting to their settings and the patient was on program 4 at 6.2 ma. They switched to program 5 and increased the stimulation to 4.8 ma and the stimulation felt like a tiny vibration in their right butt cheek but it wasn't in the center of their vaginal or rectal area. Patient then changed to program 6 at 7.3 ma. Patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing hcp for further concerns about their symptoms. Patient reported their next doctor's appointment was on july 23.